Manufacturer narrative:
The user reported the controller would not turn on. The controller was returned and the back cover was observed to be slightly bulging, indicating swelling of the battery. The controller was unable to turn on and was not attempted to be charged due to the swollen battery. The back cover was not removed to identify the sim card. No download data is available and no further investigation can be completed. The swollen battery was determined to be the cause of the device not turning on, but the exact cause of the battery swelling could not be conclusively determined. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.

Event description:
It was reported that the patient's personal diabetes manager (pdm) was hot to the touch when the pdm was turned on initially and now the device will not turn on.